Event description:
It was reported that the patient was seen in the clinic due to right ventricular (rv) lead integrity warning. It was noted there was lead polarity switch and patient has pocket stimulation with higher outputs. It was observed there was some oversensing and no capture at times in unipolar setting. The device was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead implanted: (B)(6) 2002; sedr01 implantable pulse generator (ipg) implanted: (B)(6) 2012. (B)(4).